Event description:
Mfg review of programming history revealed, that the pt had a high lead impedance on a system diagnostics test indicating a possible lead malfunction. The vns therapy system generator was programmed to zero output current. Good faith attempts have been made for additional info surrounding the high lead impedance event. The pt is now deceased. The report of death was reported on MDR report number: 166687-2007-01669.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.